Manufacturer narrative:
This supplemental report is being filed because the initial report was sent in error. Please reference report # 2124215-2018-08893 for the initial report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead did not work. It was noted that the lead was fractured. Boston scientific technical services (ts) noted that years ago, patient had pneumonia and there was an issue with atrial lead noted on chest xray. Patient denies any symptoms at all and was unaware there was an issue with atrial lead until after the device was changed out. The ra was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead did not work. It was noted that the lead was fractured. Boston scientific technical services (ts) noted that years ago, patient had pneumonia and there was an issue with atrial lead noted on chest xray. Patient denies any symptoms at all and was unaware there was an issue with atrial lead until after the device was changed out. The ra was surgically abandoned. No additional adverse patient effects were reported.